Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The bilt3 reagent lot number was 858175 with an expiration date of 31-aug-2026. The field service engineer (fse) removed the reagent pack and registered a new reagent pack with the same lot number. Qc has since been stable. Since only one cassette was affected, a general issue with reagent lot 858175 was excluded. The water pump assembly was replaced as it was making noise. The sample probe was replaced and adjusted as a preventive measure. All mechanical checks passed. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The cobas pure serial number was (B)(6).

Event description:
The initial reporter noticed qc for bilt3 bilirubin total gen.3 (bilt3) trending higher on their cobas pure sample supply unit. The customer replaced the reagent pack and repeated 6-8 patient samples. A discrepant high bilt3 result was provided for 1 patient sample. The initial result was 1.9 mg/dl. The repeat result was 0.2 mg/dl. The repeat result was believed to be correct.